Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver expired prematurely. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument expired prematurely, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.21" x 0.12" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed mishandling, such as excess force applied to the instrument jaws. Common causes of the failure mode broken instrument grips -tips are typically attributed to user mishandling, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion. The recognition and engagement test passed on multiple attempts and on different arms. The complaint regarding instrument expired prematurely was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the mega suturecut needle driver (471309-15/k11220418 0514) associated with this event has been performed. Per logs, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system sk5552. The alleged instrument had 10 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.